Event description:
The customer reported several issues with a device, including difficulty charging due to a non-responsive port, reduced battery life lasting only two to three days, a cracked pump body, and a top button that required excessive force to operate. There was no adverse impact to the customer¿s blood glucose level. The customer did not request a follow-up, and no additional corrective actions were detailed in the report.